Manufacturer narrative:
(B)(4).

Event description:
This case report from (B)(6) was derived from medical literature on 17-nov-2016, article entitled "prevalence of pelvic pain in women using essure® method after 5 years of insertion". It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted for sterilization. Authors comment: a female of unspecified age withdraw essure due to decrease in quality of life. Company causality comment: a female patient of unspecified age had essure (fallopian tube occlusion insert) inserted and essure was removed due to decrease in quality life. The event is regarded as unanticipated according to the reference safety information for essure. As essure was removed due to the occurrence of the event and no alternative explanation was given, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Literature reference(s): moya esteban beatriz; lopez arribas patricia; jose delgado espeja juan; antonio solano calvo juan; gonzalez hinojosa jeronimo; zapico goni alvaro, prevalence of pelvic pain in women using essure® method after 5 years of insertion, gynecological surgery, 2016, 13 (1):s340. On an unknown date, the patient started essure. On an unknown date, the patient experienced impaired quality of life (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the impaired quality of life outcome was unknown. The reporter considered impaired quality of life to be related to essure. The reporter commented: authors comment: a female of unspecified age withdraw essure due to decrease in quality of life. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-jan-2017 for the following meddra preferred term: impaired quality of life. The analysis in the global safety database revealed 01 case (only this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-jan-2017: quality-safety evaluation of ptc company causality comment: a female patient of unspecified age had essure (fallopian tube occlusion insert) inserted and essure was removed due to decrease in quality life. The event is regarded as unanticipated according to the reference safety information for essure. As essure was removed due to the occurrence of the event and no alternative explanation was given, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.